Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the tubing was discovered to be kinked with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: a large number of 23g push button blood collection sets were defective. Where the tubing had been pinched in the packaging.

Event description:
It was reported that prior to use the tubing was discovered to be kinked with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: a large number of 23g push button blood collection sets were defective. Where the tubing had been pinched in the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/4/2020 h.6. Investigation:(B)(4) units in from ref. 367336, lot 8323759. (B)(4) units were in sealed blister packs and one was in an opened blister pack. Four (4) photos were submitted for review. Two (2) units were retracted inside of sealed blister packs. The lever arms were broken off at the hubs and remained in the front barrels and the extension tubing was kinked below the hubs. The other unit was also retracted and outside of the blister pack. The lever arm was broken off at the hub and remained in the front barrel and the extension tubing was kinked below the hub. The defect retraction issues, and tubing bent were confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Although the defect observed in the received unit was confirmed; the definite source that caused the failure could not be determined. See h.10.